Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system due to lead migration. The patient underwent a procedure in which the lead was repositioned. The patient is doing well post operatively. The device will not be returned as it remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation from the lead of the spinal cord stimulator (scs) system due to lead migration. The patient underwent a procedure in which the lead was repositioned. The patient is doing well post operatively. The device will not be returned as it remains implanted. It was additionally reported that imaging was performed to confirm lead migration. It was also stated that the lead was explanted and replaced with a new device. The explanted lead will not be returned as it was retained by the facility.